Event description:
It was reported that the patient had a sacral neuromodulation device implanted, but did not experience improvement in urinary urgency or frequency. Despite multiple reprogramming attempts, the therapy did not result in symptom relief. There were no clinical complications reported. The patient underwent explant surgery of the neurostimulator and the tined lead on (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a sacral neuromodulation device implanted, but did not experience improvement in urinary urgency or frequency. Despite multiple reprogramming attempts, the therapy did not result in symptom relief. There were no clinical complications reported. There are no updates, and no explant date has been scheduled. It was reported on (B)(6) 2025, that the patient underwent explant surgery of the neurostimulator and the tined lead.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Corrected fields h6 impact code and device codes.

Manufacturer narrative:
Product code (d2b) - additional product code qon, UDI for concomitant product, tined lead: (B)(4), premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a sacral neuromodulation device implanted but did not experience improvement in urinary urgency or frequency. Despite multiple reprogramming attempts, the therapy did not result in symptom relief. There were no clinical complications reported. It was further reported that on (B)(6) 2025, that the patient underwent explant surgery of the neurostimulator and the tined lead.